Event description:
It was reported that approximately 20 months after 2 xience v stents were directly implanted in the distal left anterior descending (lad) coronary artery, the patient experienced chest pain and underwent percutaneous coronary intervention in the lad artery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) no predilatation. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the xience v stents were delivered without pre-dilatation (direct stenting). It should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. In this case, the lack of pre-dilatation does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure.